Event description:
It was reported that the cassette was not attached. Per reporter, the issue was discovered during testing and there was no patient involvement. Evaluation of the returned device found that the cassette does attach properly, and it is the downstream occlusion sensor that is non-reactive, and producing the cassette-not-attached alarm.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and it was found that the downstream occlusion (dso) sensor was non-reactive, prompting the pump to alarm cassette-not-attached incorrectly. The dso sensor was replaced to address this issue.